Manufacturer narrative:
The registration probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was visibly bent. However, when attached to a known good tracker, the probe verified. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a probe tip was bent. There was no patient present.